Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unable to straighten sgc and unable to curve sgc were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the shaft of steerable guide catheter (sgc) was unable to straighten and curve after rotating plus and minus knob. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.